Event description:
On 2/24/2020: on (B)(6) saalt cup academy, user claimed she went to urgent care after 20 hours of trying to get cup out. Couldn't feel stem in vagina at all. Customer emailed us on 3/13 stating that urgent care doctors were able to successfully remove the cup after her cup had been inserted for 18 hours. We sent a full inquiry to the customer on 3/15/2020. Customer sent us photos of the cup and confirmed that the cup was in for 20 hours by the time the cup was successfully removed. On 2/24/2020: we apologized that she had this experience and asked her to reach out to us at sayhey@saaltco.com to obtain more information from her. Customer did not respond, nor did she sent saalt an email. Saalt closed the case. Customer responded on 3/18/2020 and provided all information about the incident. Saalt offered to send the customer a refund or a replacement cup. The followup information informed saalt that the customer could not reach the base of the cup with thumb and forefinger to pinch and remove. The doctor at the urgent care center said that her cervix was inside the cup and that her cervix is high. The device was discarded at the urgent care center. The device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. The device history record (DHR) was not reviewed. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."